Event description:
It was reported that a patient with a 33mm 6900ptfx mitral valve implanted for 5 years, 7 months, underwent a valve-in-valve procedure due to degeneration of mitral valve bioprosthesis and severe ms. The patient presented with sob, chronic diastolic chf, nyha class iii. The tmvr was successfully performed with a 29mm 9600tfx transcatheter valve. The patient tolerated procedure well and was transferred to cardiac ICU in stable condition for further management.

Manufacturer narrative:
Updated sections b5, b7, d4 and h6 based on additional information received on 12/17/2021.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4 (manufactured date), h6 (type of investigation, investigation findings, investigation conclusions). Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this was determined to be related to patient related factors. The stenosis and regurgitation in this case were impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 33mm 6900ptfx mitral valve implanted for 5 years, 7 months, underwent a valve-in-valve procedure due to stenosis. The device was replaced with a 29mm 9600tfx transcatheter valve.